Event description:
Customer reported there was no scan option on the device after attempting to restore the scan function. Customer stated performing a hard & soft reset. No treatment. A request was made for return product and replacement product was sent.